Manufacturer narrative:
Intuitive followed up and obtained additional information. The customer changed to a different instrument when the issue occurred. Procedure was completed robotically with the original system configuration. No fragment fell in the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not pointing in the intended direction. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken snake wrist cable at the distal end. The cable was fully broken. As a result, the instrument exhibited imprecise motion when driven on the system. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site: the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch and yaw directions. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of snake wrist cable breakage, whether partial or full and the resulting imprecise motion is attributed to damage to the cable through external collisions, during use, or during reprocessing.